Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer emailed indicating her tampon fell apart and pieces remained inside her. Consumer explained she consulted with medical professional and no treatment was reported.